Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) . Has been completed. Upon investigation the electrode belt trunk cable connector was severed and missing. The root cause for the missing trunk cable connector was physical abuse. No adverse event resulted from the damaged belt.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Belt sn 59032506 had a cut cable. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the device at the time of passing.